Manufacturer narrative:
E1: patient city: (B)(6) patient country: australia

Event description:
Reference number (B)(4) event occurred in australia it was reported that patient faced infusion set leakage event on (B)(6)2024. The blood glucose level was 16mmol/l and the patient was treated with correction through pump. The infusion set was in use for four days. No further information was available.